Event description:
A male underwent initial aaa repair in 2006. The physician placed a flex main body and two iliac leg grafts. The physician was trying to salvage the internal iliac on the right because there was not one on the left. He knew the limb would most likely pull up so he scheduled an early follow-up. At three month follow-up, it was noted the limb on the right had pulled up so in 2009, the pt underwent an additional procedure and another physician relined the existing iliac limb with an additional iliac leg graft. Then, he placed two main body extensions to extend further. Pt is fine.

Manufacturer narrative:
The development of the zenith device followed qsp01 and successfully completed all verification and validation activities showing the device met the design requirements and that the requirements met the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. Specifically, the IFU advises on appropriate follow up so that changes in the structure, should they occur, can be handled appropriately. The device remains implanted and no images were provided to assist in this investigation. With the information provided and no images to assist in this investigation, we are unable to determine the exact cause of the limb pulling up. However, we have notified the appropriate individuals and we will continue to monitor for similar events.